Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. The customer's blood glucose level was 108-140 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy and had an alternate method of therapy available as back-up.